Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient with muscle stimulation presented in the emergency room. The pulse generator exhibited backup operation. The device was explanted and replaced.